Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Ise calibration and qc were acceptable. The field service engineer discovered an issue with the k electrode and the ise consumables. He checked the ise faraday cage and found no issues. He checked the ise fluidics which were ok. He performed an ise check and calibrations. The calibration failed with system alarms. The customer has stopped analyzing ise¿s. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. The initial result was reported outside the laboratory. The nurse questioned the na result and requested the sample to be repeated. The customer performed repeat testing on the same sample and on the same analyzer for confirmation. Also, the customer collected a new patient sample for further testing on a gem 4000 analyzer. A plasma sample was used for patient testing on the c 501, and a whole blood sample was used for testing on a gem 4000 analyzer. The initial na result was 124 mmol/l. The repeat na result on the c 501 module was 136 mmol/l. The na result on the gem 4000 analyzer was 133 mmol/l. The na result of 133 mmol/l was determined correct. The na electrode lot number was b71 with an expiration date requested but not provided.